Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 110) was confirmed. Upon investigation, flux contamination was found on j1002aa & j1003aa components on the defibrillation board, causing the failures. Root cause investigation of similar failures determined that flux contamination on components caused the service code. Further root cause investigation being documented under car-1495. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was displaying a service code.